Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent broke off inside the patient's body. No patient complication were reported. Additional information has been requested but has not been provided at the time of this report.